Event description:
It was reported that the patient¿s spouse called because the patient was low on insulin earlier in the morning and was experiencing elevated blood glucose levels. At the time of the report, the patient¿s glucose was 326 mg/dl. The patient stated that no notifications or alerts had occurred other than a low-insulin alert. All supplies had been changed approximately three hours prior. The patient was using an infusion set type they were transitioning away from and was in the process of switching to another set type. The spouse explained that the patient had been running high after breakfast while also running low on insulin. After the supply change, the patient¿s glucose had begun to decrease slightly, though not significantly. The agent advised sending an update within the next hour and noted that if glucose did not trend downward, troubleshooting would continue, including the possibility of another supply change for a potential bent cannula. In the blood glucose questionnaire, the patient reported that their glucose levels were affected, with a highest reading of 343 mg/dl. The elevated levels persisted for approximately five hours. The patient did not use back-up therapy, did not perform ketone testing, had not received steroid injections, and did not receive medical intervention or other assistance. No immediate health effects were noted. A follow-up call from the patient indicated that glucose remained elevated at 329 mg/dl but began trending downward during the conversation. A later follow-up attempt was made to confirm that glucose levels had returned to range; the patient did not answer, and a voicemail was left. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.